Event description:
It was reported that the surgical team experienced difficutly in using the instruments and that surgery time was extended 30-60 minutes..

Manufacturer narrative:
This complaint was communicated to our product development team. Their investigation noted that the new jet-x half pins and drills are not compatible with the older radius module instrumentation. The new system was not designed to be backward compatible.